Manufacturer narrative:
Philips investigated this complaint. A philips remote service engineer (rse) received a complaint and confirmed reported problem. The quotation has been cancelled by the customer and service has not been provided. No work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system lost the live image. No harm was reported to philips. Philips has started an investigation of this complaint.